Event description:
Impella cp was inserted via the right femoral artery in a 74-year-old male for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. Prior to support, the patient was reported as scai shock stage e and required vasopressors, inotropes, and respiratory support. During a console-to-console transfer, the soft buttons on the replacement aic were non-functional, requiring transfer back to the original console. This resulted in a temporary interruption of support and delay in therapy. The exchange was completed successfully with no reported hemodynamic instability or clinical consequence to the patient. After approximately 36 hours of support, a purge system blocked alarm occurred. The 14 fr peel-away introducer sheath remained in place and act was reported within therapeutic range. Purge cassette replacement did not resolve the alarm; therefore, tpa was administered through the purge system to mitigate the impact of suspected biomaterial within the motor. Administration of tpa through the purge system is considered an off-label use. The alarm resolved following tpa administration with no reported patient impact. At the time of the purge system blocked event, the impella cp was operating at p-7 with flows of 3.4 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was otherwise functioning as intended. After approximately 6 days of support, the patient was successfully weaned and explanted. Based on the available information, the initial event is conservatively reported as a delay in therapy with no patient consequence. The purge system blocked alarm was successfully resolved with off-label tpa administration, and no adverse clinical impact was reported. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.